Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient's ipg was sitting incorrectly in the ipg pocket and was laying perpendicular in their anatomy close to the surface. Surgical intervention took place on (B)(6) 2024 where the ipg was repositioned, so the battery sits flat to address the issue.